Event description:
The customer reported a revision surgery on (B)(6) 2014. The original surgery was performed on (B)(6) 2013; lactosorb mesh was used in the orbital floor. On (B)(6) 2014, the patient experienced difficulty of eye movement. A granuloma was observed at the mesh hole where the screws were not inserted. The customer was asked what screws were included in the revision and they stated no screws were included. The revision surgery was conducted on (B)(6) 2014. The customer reports the revision surgery was completed successfully.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The package insert states a possible adverse effect is "implantation of foreign materials can result in an inflammatory response or allergic reaction." The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.